Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 44510 and 46510. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. Cleared error codes per troubleshooting procedure. The battery door was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.